Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 492 mg/dl. The customer was admitted to the hospital. The customer was experiencing symptoms of not feeling well, vomiting, dehydration, light headedness and nausea. The customer cause of hospitalization was hyperglycemia. The customer wishes to perform high pressure test but doesn't have tubing clamp available. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.